Manufacturer narrative:
Result: power cord plug power prong was loose.

Event description:
It was reported by service report that the bed had intermittent power because the power cord plug power prong was loose. No pt involvement or adverse consequences were reported.